Event description:
It was reported that there were concerns of a premature battery depletion for subcutaneous implantable cardioverter defibrillator (s-ICD) device. A battery depletion error message appeared. Data analysis was performed, and confirmed that the power consumption is increasing in a gradual fashion consistent with hydrogen degradation of a component. A boston scientific technical services (ts) consultant recommended device replacement. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This report captures the explant of this device and impact on the patient. This report also contains a correction to device name in section d2a.

Event description:
It was reported that there were concerns of a premature battery depletion for subcutaneous implantable cardioverter defibrillator (s-ICD) device. A battery depletion error message appeared. Data analysis was performed, and confirmed that the power consumption is increasing in a gradual fashion. A boston scientific technical services (ts) consultant recommended device replacement. Subsequently, the s-ICD device was successfully explanted and replaced. No additional adverse patient effects were reported.